Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument blade fractured. The user aborted the procedure with no patient involvement. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.